Event description:
Customer reported a sample containing anti-k did not react with 0.8% resolve panel a lot vra103 cell #7. Customer reported the sample reacted 1+ with cell #11. No death or serious injury was associated with this incident.